Manufacturer narrative:
More specific patient information has not been made available. Evaluation of the lock screws is in process. No root cause is known at this time. When relevant information is available, including any device evaluation, a follow-up report will be filed.

Event description:
Surgeon reported a long-construct surgery at t9-s1 case approximately (B)(6) 2011. Sixteen days after initial surgery, the radiograph showed multiple lock screws separated from the pedicle screw assemblies. The patient was reported to have not fallen nor had any impacts that might precipitate such an event. Revision surgery was reported to have occurred on (B)(6) 2011 in which the lock screws were replaced.